Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump did not recognize the reservoir and that insulin squirted out during the manual prime. The blood glucose reading was not known. The customer reported that the insulin continued to drip after the motor stopped. The customer was not wearing the insulin pump during the prime process. The customer reported that the tubing connector and top of the reservoir were not wet and saw no gap between the piston and the reservoir stopper during the prime. The customer was advised to attach a new infusion set and reservoir and to start the prime process. The customer reported that the insulin still continued to drip after releasing the act button. The customer reported that the drive support cap appeared normal and recessed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.